Event description:
Caller reported experiencing repeated occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Customer cleared the alarm and resumed insulin delivery.